Event description:
In 2008, the pt's husband reported that the pt's infusion device shut off while she was sleeping and her blood glucose elevated to 306 mg/dl. Her normal blood glucose range is 125-150 mg/dl. She bolused to lower her blood glucose. It was determined that the device shut off due to an e3 alert (automatic off; safety feature that stops insulin delivery and triggers an error if no keys are pressed within a programmed period of time). The husband stated that the pt's trainer set the automatic off for 4 hours on the infusion device. He stated that the pt ate a snack before bedtime to prevent low blood glucose and then was without insulin due to the automatic off for approx 1 hour. He believes this was the cause of elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.